Event description:
The customer's pump shut down unexpectedly and was unable to turn back on. It was reported that the customer had dropped the pump in the morning. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. In additional, t:slim user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6).